Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Since implant, the patient has not been able to keep their ins charged. They have to charge everyday. The charge will stay overnight but gets low throughout the day. The ins is charged to 100% and the controller is at 60% today. They had to charge much less often with their old spinal cord stimulator (scs) and thought this new model would be better. The patient made an appointment with a manufacture representative (rep) for later today. Patient services reviewed how programmed parameters affect the recharge interval. The patient noted that for about a week they cannot turn the stimulation on. They tap on group b but it will not let them turn stimulation on. Patient services walked the patient through how to turn stimulation on/off using the grey button on top of the controller. The patient was able to turn stimulation on during the call. Troubleshooting resolved the reported issue. The patient also noted that they have had a few little shocks, not painful, just a little sting beginning the week after they got it. One shock was when they were bending over and the other two shocks were when they were laying in bed. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was originally implanted in memphis without incident and did well. She moved to florida and at some point her implantable neurostimulator would not hold a charge. Patient states the new device has never worked since the implantable neurostimulator replacement. Patient states the reps in florida attempted to program her stimulator without success and the physician dropped her due to an insurance change. No actions have yet been taken to resolve the lack of therapy.

Event description:
Additional information received from the patient indicated that the lead has not worked since the day it was implanted, and that they did not do anything to break it. They stated that no actions or interventions have been taken at this time to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6)2019 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2014 product type lead.

Event description:
Additional information received from a consumer. It was reported that since the ins and lead were replaced, the patient has never had therapy relief. A burning sensation and shock in the patient's back was reported. The patient worked with a rep, but the changes did not do anything for them. The day prior to the report, the patient said a rep confirmed her lead was broken and they needed surgery to replace it. No further complications were reported.